Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed to open, which hindered users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager malfunctioned due to a software issue. A field service engineer connected the remote manager cable to an alternative port on the medstation communication sled, and reconfigured the remote manager after performing a reboot. The system functioned as intended after the field service engineer troubleshot the device.